Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced an infection and presented in the hospital. The right ventricular lead was infected and trying to come through the skin. The lead was explanted. The patient was in stable condition.